Manufacturer narrative:
Stryker further evaluated the removed interface pcb assembly and determined that the root cause of the reported issue was due to component u5. U5 was electrically shorted.

Event description:
The customer contacted stryker to report that the buttons on the keypads were not working. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the interface pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the buttons on the keypads were not working. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.